Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision involving a mentor siltex round moderate profile 325cc saline prosthesis experienced right-sided implant deflation post-operation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on (B)(6) 2025, the patient underwent bilateral replacements with a mentor round smooth silicone high profile 400cc implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 01, 2025, the patient scheduled for removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on september 01, 2025. Device evaluation completed on september 21, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed, in accordance with mentor procedures, and two tears (tear a and b) were observed within the shell wear, measuring both tears approximately 0.1 cm. Also, a third tear (c) was found within an area of siltex cracking on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the ruptures a and b is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. The evaluation determined that the possible cause of the deflation on tear c is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. The contralateral device was also received (lot number 7358877). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Per additional information received on september 16, 2025, the patient underwent bilateral replacements as follow: l sn (B)(6) // r sn (B)(6). Manufacturer¿s reference number: (B)(4).